Event description:
The patient called lifescan alleged that their meter was reading inaccurately erratic. The patient reported results of 154, 135, and 96 mg/dl. The tests were performed within 10 minutes and they exceed the 20% acceptable range. The patient stated that they felt sleepy, tired, or overmedicated. They contacted their physician for advice and they were told that the meter they were using might be too complicated for them. They stated that they have a prescription for a different brand meter. No treatment was reported. The patient took their own insulin after testing. There is no evidence of the patient suffering a serious injury. A replacement meter is being sent to the patient.